Event description:
Heartsine technologies ltd received a report from bfarm, the german regulatory authority, that a device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Stryker has provided the available patient information and will not request any additional patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
Heartsine technologies ltd received a report from bfarm, the german regulatory authority, that a device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. This issue is patient related; however there was no adverse event reported.